Manufacturer narrative:
Results: a sample was not returned for evaluation. However a photo was received and it revealed the needle did not retract. A review of the device history record is not required refer to CAPA (B)(4). Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the needle did not fully retract on a 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter during use. No injury or medical intervention.